Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours on the (arm). As treatment, a manual injection of insulin was delivered. When that did not work they had to go to the intensive care unit (ICU). The patient recalls getting intravenous therapy with antibiotics nd an insulin drip. They were admitted for a total of 3 days.